Event description:
The customer was admitted to the hosp for dka. Elevated bgs were treated with injections. The physician declined troubleshooting the pump personally and requested a pump trainer come to do the troubleshooting.